Event description:
During routine testing of the device at the service center, the quality engineer reported that the ultrasonic level detector was getting false alarm messages. Since the event occurred during routing testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.